Event description:
(Related symptoms if any separated by commas), needle broke off while injecting [injury associated with device], needle broke off while injecting [needle issue]. This serious spontaneous case from (B)(6) was reported by a consumer as "needle broke off while injecting(needle injury)" with an unspecified onset date, "needle broke off while injecting(needle broken)" with an unspecified onset date, and concerned a male patient who was treated with novofine (needle) from unknown start date for "device therapy". Patient's height, weight and body mass index: not reported. Medical history was not provided. On an unknown date, the needle broke off while injecting and had to be removed by a doctor. Batch number of suspect product was requested. The outcome for the event "needle broke off while injecting(needle injury)" was not reported. The outcome for the event "needle broke off while injecting(needle broken)" was not reported.

Event description:
Case description: investigational result: name: novofine, batch number: unknown: no investigation was possible, because neither sample nor batch number was available. Since last submission, the following were updated: -investigational result updated. -narrative updated accordingly. Final manufacturer's comment: 28-sep-2022: the suspected device (novofine needle) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. With the available limited information, wrong injection technique could have contributed to reported event of needle broken leading to needle injury. H3 continued: evaluation summary name: novofine, batch number: unknown: no investigation was possible, because neither sample nor batch number was available.